Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include:common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6) , batch: 8575080.

Event description:
It was reported that patient experienced the system autoreducing and ineffective stimulation after a fall. Programmer displayed error message "strength was decreased, the generator could not deliver the desired strength." Lead diagnostics showed that every contact on drg lead contacts 5-8 had high impedances. Troubleshooting and reprogramming was attempted to no avail. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The event of autoreducing was reported to abbott. The patient controller was displaying the communication error message ¿the generator could not deliver the desired strength¿. Lead diagnostic showed high impedance. Reprogramming did not restore effective therapy. Surgical intervention was undertaken and the s1 lead was explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section d4: serial number should have been (B)(6) rather than (B)(6). Section d4. Lot number should have been 8575080 rather than 8416976. Section d4. Expiration date should have been aug 10, 2024 rather than apr 11, 2024. Section h4: device manufacture date should have been aug 11, 2022 rather than apr 12, 2022.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the s1 lead was explanted and replaced. Effective therapy was restored.